Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of suspected peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the liberty select cycler and cycler set and the suspected peritonitis. Additionally, there is no allegation of a device malfunction or cycler set leak or defect reported for this event. All pd patients are at increased risk for infection due to a compromised immune system and because dialysis techniques increase the potential of microbial contamination. Although the pd effluent cultures have remained negative for growth, the patient continues to be treated for peritonitis. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient experienced an infection and was hospitalized. Upon follow up with the peritoneal dialysis registered nurse (pdrn), the patient presented to the hospital for abdominal pain on an unconfirmed date. The patient was admitted and treated for peritonitis. A pd effluent culture was negative for growth and the white cell count was not significantly elevated (values unknown). The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin every 72 hours (dose unknown) and ip ceftazidime daily (dose unknown). The patient was discharged on an unconfirmed date and went to the pd clinic on (B)(6) 2019 for a second culture. The culture results still show no growth and the white cell count is normal (unknown value). The patient continues to be treated with antibiotics until the final culture results are available. There were no reported issues with the liberty select cycler or cycler set related to the peritonitis event. Although the patient has continued to be treated, the peritonitis has not been confirmed.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.